Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The air/water supply was working as intended. Labels were not properly affixed. The angulation was low. The plastic distal end cover had dents and scratches. The light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal channel on the evis exera iii colonovideoscope had an obstruction. The issue was detected in reprocessing either before or after a diagnostic procedure. There was no foreign material exiting the scope. A borescope was used to see the obstruction in the distal channel. After numerous attempts to dislodge the items, the obstruction was still in the scope channel. The scope was manually cleaned and placed in an automatic endoscope reprocessor. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An ess (endoscopy support specialist) spoke to sterile processing department (spd) chief on (B)(6) 2022 about a reprocessing observation however it was declined. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.